Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer stated that they received the alarm while sitting. Customer stated that they use the sensor feature on the pump and that they are able to complete the rewind sequence. Customer also had a lot no delivery alarms and a lost sensor alert. Customer stated that they were easter shopping and their pump kept alarming no delivery. Customer reported that the alarm was resolved by a complete set change and it was a past event. Customer does not want to return the set or reservoir for analysis. Customer mentioned that the pump alarmed no delivery about five times and they changed the set when they got home. Customer will be sent a replacement pump for the motor error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.